Manufacturer narrative:
Reference the following medwatches with patient identifiers for the following systems: (B)(6) ¿ aviva meter system 1, (B)(6) ¿ nano meter system 2.

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 74 mg/dl on aviva combo meter (system 1) and 153 mg/dl on neighbor's nano meter (system 2). No adverse event reported. Requested return of the alleged device for evaluation and replacement was sent.